Event description:
Medtronic received information regarding an navigation system being used during a cranial resection procedure. It was reported that during a case, after successfully registering, the screen went black and just displayed the words coronial on the top of the screen. The manufacturer representative (rep) double clicked on screen and the words disappeared, and the screen was just black. The rep was able to see the mouse cursor move on the screen. She double-clicked on the screen again and received an error message: "technical and application error has occurred - please contact technical support." The rep did not know if the error displayed a number with it. The system then restarted on its own, and kept previous registration and performed as intended. The site was able to continue with case. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version 2.1.0 h6: multiple annex a codes were coded for this event. A0902 was coded for the screen going black. A1102 was coded for the error message. A110208 was coded for the system restarting on it's own. H3, h6: the system was serviced in the field and the screen froze during boot up. A software failure was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the software analysis was completed. There was enough information to suggest that a software anomaly occurred on the event date. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.